Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, customer confirmed that the pump touch screen was not cracked. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injection for alternate insulin therapy.